Manufacturer narrative:
The initial report stated the product did not have pt contact. However, the valve was covered in proteinaceous debris. This suggests the device did come into contact with the pt. The valve was patent. It also passed siphon and reflux testing. However, the valve did not pass leak testing due to a tear in the bottom of the delta chamber. It is unk how or when this damage occurred. The valve met all requirements for pressure-flow and pre-implantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No impact to the pt was reported.

Event description:
It was reported to medtronic neurosurgery that the doctor allegedly found product leakage before the surgery.